Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Possible root causes for the reported failure of not deploying could be over penetrating the needle causing the silicon tube to move, or not inserting the needle to the proper depth for deployment. However, without the return of the complaint device, and with the information we have received, we cannot determine a definitive root cause for the reported failure. No nonconformances were identified for this part number, lot number combination per qlik query executed on 8/8/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. No non-conformances were identified for this part number, lot number combination per qlik query executed on 8/8/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review / investigation. (B)(6). The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes mitek reports an event in (B)(6) as follows: meniscal repair, forte health (B)(6) 2019. The surgeon couldn't get the device to fire and deploy the implant. Another one was opened and it worked fine. There was a five (5) minute delay to the procedure without any adverse event to patient. Unknown if any surgical delayed due to the reported event. This report is 1 of 1 for (B)(4).